Manufacturer narrative:
Plant inv.: no parts were returned to the manufacturer for physical evaluation. The hd machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed; no malfunction was observed or identified. Functional testing performed by the res confirmed that the system was operating properly. The unit was cleared for a return to service at the user facility. An investigation of the device manufacturing records was conducted by the manufacturer on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. Clinical inv.: a temporal relationship exists between the patient¿s adverse events of bradycardia, comatose mental state, and subsequent expiration and the hd treatment performed on (B)(6) 2017 using a 2008k2 hd machine, an optiflux 160nre dialyzer, and a fresenius bloodline. However, there was no reported allegation of a device malfunction during the hd therapy. Furthermore, none of the provided documentation suggests causality with the listed adverse events, subsequent expiration, and the 2008k2, the optiflux 160nre dialyzer, and the fresenius bloodline. Additional information related to the patient¿s medical history, comorbidities, and hospitalizations are needed to determine potential causality. Further information has been solicited, but not received. However, based on the information currently available, this patient had a significant course of illness which resulted in the need of a ventilator for respiratory support, (B)(6), and an unknown event leading to acute kidney failure.

Event description:
The user facility reported that a (B)(6) male patient diagnosed with an acute kidney injury (cause not specified) and (B)(6) (origin unknown), on contact isolation precautions, was undergoing a bedside hemodialysis (hd) treatment in the hospital. The patient was admitted to the hospital on (B)(6) 2017; both the admitting diagnosis and the hospital course are unknown. However, the hospital was noted as being a transitional care facility with inpatient rehabilitation providing long-term acute care to medically complex patients. Therefore, the patient had likely been hospitalized prior to their admission to this facility. No information related to any prior patient care was made available. The following orders were provided for the patients (B)(6) 2017 hd treatment. The treatment was scheduled for 3 hours and thirty minutes with a blood flow rate (bfr) of 350 and dialysate flow rate (dfr) of 600 using a 4k 2.25ca acid bath. The machine settings were noted as being: bicarb setting=35; sodium setting=140; ultrafiltration (u/f) goal=0 (zero). The patient¿s pretreatment assessment was documented as follows: lung sounds diminished bilateral, multiple skin tears, bruising, on telemetry monitor, abdomen soft, diarrhea, foley catheter. The patient mentation was listed as lethargic, but responsive. The patient was on a ventilator, however, no ventilator settings were provided. The hd treatment was initiated at 12:35 pm via a previously used, non-tunneled catheter located on the right side of the patient¿s neck. The patient continued with hd treatment with a systolic bp ranging from a high of 126, to a low of 100 and a diastolic bp that remained constant within the 50¿s range. The patient¿s pulse, which remained in the 60¿s, also stayed constant. The hd therapy continued until 2:20 pm when the patient¿s pulse suddenly dropped to 34. The physician was notified of the patient¿s status and at 2:25 pm with the patient¿s pulse at 35 and a b/p of 119/59, the decision was made to discontinue the hd treatment. The blood within the extracorporeal circuit was returned to the patient, and then the hd therapy was cancelled. The patient received a flush of 700 milliliters (ml) normal saline for system patency during the hd treatment with a fluid removal of zero as ordered. The treatment notes reported that the patient had a ¿sudden drop in heart rate. Bp stable with decreased responsiveness.¿ the post-treatment assessment performed at 2:30 pm noted that the patient continued on ventilator support with continuous positive airway pressure (CPAP) and the patient¿s level of consciousness was listed as comatose. Additionally, on (B)(6) 2017 (time unknown), the patient expired. Resuscitation efforts were not reported. The user facility went on to state that ¿testing after death¿ revealed ¿air in the brain;¿ however, the testing performed to arrive at that determination was not provided and is unknown. Additionally, the clinical finding of air in the brain is unknown. According to the initial reporter, the 2008k2 was used without issue approximately three times after this event. The hospital sequestered the machine on (B)(6) 2017 without proper rinsing and disinfection, therefore, no evaluation by the facility biomedical technician was performed. Following the event, the 2008k2 hd machine was evaluated by a fresenius regional equipment specialist (res). Functional testing performed by the res confirmed that the system was operating properly. The unit was cleared for a return to service at the user facility. Follow-up provided by the clinical manager at the user facility revealed no allegations of malfunction for the dialyzer or bloodline products used during the patient¿s hd treatment. The dialyzer and bloodline were not available to be returned to the manufacturer for evaluation as both devices were discarded by the user facility.